Event description:
Information received from the field notes that the patient presented to the emergency room with no output and an intrinsic rhythm of about 30 bpm. Device interrogation revealed back-up operation. A software download was unsuccessful. Pacing at 67 ppm was noted after the download failed. Subsequent downloads also failed. The device was therefore replaced.